Manufacturer narrative:
The manufacturing records were reviewed. All inspection values were within specification and there were no ncr's or deviations. The web was implanted and the delivery system was not returned for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies parent artery occlusion, vascular thrombosis, neurologic deficits, and device migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that after the web was implanted in an acom aneurysm, the device protruded into the parent artery approximately 40-50%; however, the a2 was filling nicely. After the patient woke up post-procedure, he had right sided weakness that worsened. The patient was brought back to the angio suite and angiography demonstrated clot on the web that extended into the a2. Tpa was delivered to the patient, which dissolved the clot. Final angiograms looked good. Post-operatively, the patient was placed on a heparin drip and prescribed aspirin and plavix. There was no sequela.